Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event 1225714-2014-14790 and 1225714-2014-14791. Upon receipt of additional information, a supplemental report will be submitted.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injuries and subsequently expired on an unk date after use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.